Event description:
Revision surgery -pt had stiff, painful knee and loss of motion. The surgeon replaced poly insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a stiff, painful knee with a loss of motion. The explanted tibial insert was not returned for investigational review. The device history record was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the 6th complaint for this part number. No info was provided regarding pt activity, accidents, or medical contra-indications that could lead to dislocation. No info was provided regarding surgeon error. There are no indications of material, design or manufacturing problems with the device.